Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced for normal battery depletion. The device was returned to guidant.